Manufacturer narrative:
The surgically removed portion of the lead was significantly stretched and damaged and is not expected for return to boston scientific. The rest of the lead was surgically abandoned. A new boston scientific lead of a different model was successfully implanted. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous right atrial (ra) lead was partially removed from service as a result of fracture. Loss of capture, lack of sensing and pace impedance of less than 200 ohms were all evident. The physician also noticed upon visual inspection, that the lead had a few tiny pin holes in the insulation approximately 15 centimeters from the terminal pin. There were no adverse patient effects beyond the early surgical intervention reported.